Manufacturer narrative:
The company rep assisted the customer to disable the vitrectomy setup screen. The customer will arrange svc to install updated software or continue with vitrectomy setup screen disabled. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. Root cause of the customer reported pc tear cannot be determined. The root cause of the reported aspiration and vacuum issue during anterior vitrectomy was attributed to a known issue in the software. (B)(4).

Event description:
A nurse reported a posterior capsule tear during a cataract procedure. There was a 30 minute delay during the procedure due to vacuum and aspiration not working. They performed a vitrectomy the same day. Add'l info has been requested.